Manufacturer narrative:
Investigation : review DHR inspect returned samples . *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/15/2016 under wo #(B)(4) and shipped on 12/07/2016. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the dip tube. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause for this complaint condition is handling error. The dip tube is made of ss and requires significant force and mishandling to break it off. The bottle had also lost vacuum indicating impact damage resulting in rapid evaporation and a cold bottle. Corrective actions : the customer requested the unit be scrapped out at csi. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training required. *was the complaint confirmed? Yes.

Event description:
Piece is broken off from top piece. Unit is freezing on the outside. Confirmed complaint: dip tube broken off, bottle lost vacuum. Also the bottle has lost vacuum and this is why it frosts up. Repair order 97465. Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Piece is broken off from top piece. Unit is freezing on the outside. Confirmed complaint: dip tube broken off, bottle lost vacuum. Also the bottle has lost vacuum and this is why it frosts up. Repair order 97465 wallach ultra freeze 900076 e-complaint-(B)(4).